Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an unknown procedure, it was reported that the insertion of fast fix 360 the locking plate detached prior to using the trigger. The surgeon used a competitor¿s backup device.

Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. Device has not been received. (B)(4).